Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material separation could not be conclusively determined.

Event description:
The following article was reviewed in the journal elsevier heart rhythm case reports, titled "percutaneous retrieval of an unexpected embolization of braided transseptal guiding introducer fragments" krittapoom akrawinthawong, md, msc, facc, fhrs, 2022 heart rhythm society. Published by elsevier inc. During an atypical atrial flutter procedure, the tip of the sheath was found to have broken after the dilator was removed. The guidewire and dilator were reunited with the broken sheath, and the sheath was carefully pulled out with the dilator. However, a 5-cm distal segment of the sheath remained inside the femoral vein. It was successfully removed with an amplatz goose neck snare kit. However, a 1-cm section of the distal tip was observed under fluoroscopy to be floating freely within the right atrium and quickly embolized down into the distal branch of the hepatic vein. This was confirmed by a venogram of the hepatic vein through another new sheath. Following this, the embolized tip of the sheath was passed through with a whisper wire and then with a coronary angioplasty balloon over the guidewire. The balloon was inflated distally from the sheath tip and pulled back. However, the retrieval with this technique was unsuccessful because the small tip of the sheath could not be moved coaxially to the vessel that acutely branched from the inferior vena cava. Following this, the balloon was deflated and repositioned back into the sheath tip. The balloon was inflated inside the sheath tip to firmly affix the sheath tip and both were successfully pulled back together into the venous sheath. Finally, the sheath tip, balloon, and venous sheath were removed out of the vein together with the whisper guidewire left in the femoral vein.